Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer attempted corrective actions as guided by technical support, including disconnecting the tubing, adjusting the t:lock, and attempting bolus deliveries; however, the customer was unable to complete a bolus. Reportedly, the customer reverted to an alternate method of insulin therapy.